Event description:
The customer reported the subject device exhibited an air leakage from the tip. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the forceps stopper mouthpiece (instrument channel port) was scraped. This report is being submitted for the malfunction found during evaluation of the device (instrument channel port scraped). Additional details were requested regarding the reported issue. However, no additional information was provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the instrument channel port was scraped due to stress applied during use, external factors, or handling of the device. However, a definitive root cause could not be determined. The reported issue (air leakage from tip) was confirmed and found to be due to deterioration/breakage from external factors. It was observed the tip cover was crushed which caused a leakage. In addition, service found the eyepiece, the angle levers, the venting connector under the grip, and the up/down angulation lock lever were scratched due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.